Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ovarian cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with mentor memorygel, 375cc on the left side, and 350cc on the right side, silicone breast implants which the report indicates that patient diagnosed with ovarian cancer after implantation. The issue was confirmed by the physician. As a result, the implants were removed. Date of removal has not been reported to mentor. Patient indicates that she wanted her implants back in after being in clear. This report is for the left side.

Manufacturer narrative:
On june 25, 2021 additional information received indicated that the initial reporter facility name updated to: (B)(6) center. The event was for glow study. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 additional information received, indicates that the age of patient at the time of event was 22 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 18th, 2020, mentor became aware that mistakenly put incorrect description in 7. Medical history/preexisting condition. Manufacturer¿s reference number: (B)(4).